Event description:
It was reported that the patient was hospitalized during use of a cadd®-legacy duodopa pump. It was noted that the patient's wife did not know how to restart the residual volume of the pump. The pump had been "messed up" while the patient was hospitalized. Additional information regarding the event and cause of hospitalization has been requested, but not received. No permanent injury was reported.